Event description:
It was reported to boston scientific corporation that a wallfelx enteral duodenal stent was used during a duodenal stent placement procedure performed in 2009, on a female. According to the complainant, a wallflex duodenal stent was deployed in the duodenum to relieve a malignant obstruction. Initially the stent bridged the stricture and there was no malfunction of the device and no visible damage reported. However, the stent then migrated distally. The move was minimal, however, it resulted in the stent not fully covering the stricture. The physician kept the pt hospitalized for observation. It was noted that fluid would not pass easily through the proximal end of the stricture. Another procedure was performed three days later, where another of the same device was successfully placed into the previously placed stent. The stricture was completely covered during the second procedure, and the pt was able to pass fluid again. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.